Manufacturer narrative:
This report is submitted on june 01, 2021.

Event description:
Per the clinic, the patient had wound drainage at the incision site and subsequently was treated with oral antibiotics (date and duration not reported).